Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had a revision/the patient mentioned they just had a replacement on (B)(6) 2018. The patient noted they weren't sure if it was due to regular battery depletion or because of a bad lead. The patient mentioned ¿it quit working for some reason.¿ the patient inquired about driving with stimulation on and stated the reason for their implant was that they could not make it the 45 minute drive to work without stopping to use the restroom. The patient also used a colorful phrase to describe their recovery period post surgery in that they stated the manufacturer representative (rep) had told the patient ¿basically¿ their ¿life¿ was ¿over for the next 6-8 weeks, preferably 8 weeks.¿ the patient expounded on this in that they couldn't lift over 5 pounds nor could they do any bending or twisting and the patient wanted to know if that was accurate. There were no further complications reported.

Manufacturer narrative:
Product ID 3889-28, lot# va0ansy, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jul-2017, UDI#: (B)(4). (B)(4) now applies to the ins and the lead is a non-complaint. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). When asked about the patient¿s statement of it quit working for some reason and if there was a device or therapy issue, the hcp reported that there were none known and that the cause for the replacement was normal battery depletion. The hcp also indicated that the device had been disposed of. There were no further complications reported/anticipated.